Manufacturer narrative:
The device was returned due to a sheath tip puncture. No visual anomalies were noted on the sheath; however, the dilator distal tip had been split. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the dilator tip damage remains unknown. This event no longer meets reporting criteria as a split dilator tip would not likely cause serious injury.

Event description:
The tip of the dilator was noted to be punctured. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The tip of the sheath was noted to be punctured. The device was replaced and the procedure was completed with no adverse consequences to the patient.